Manufacturer narrative:
Per the clinic, the infection was successfully treated with antibiotics (IV, oral and topical). This report is submitted on may 25 2020.

Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
It was reported that the patient's abutment was removed due to infection at implant site (date not reported).